Event description:
Revision because the lateral spacer together with pe cup was found detached/disassembled from the rest of component.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.